Manufacturer narrative:
Exemption-e2013032 total number of events summarized - 363 ams miniarc precise single-incision sling system- 143 ams miniarc pro single incision sling system - 3 ams miniarc sling system - 217.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, recurrence and urinary problems. The device remains implanted. No further patient complications have been reported in relation to this event.